Event description:
A physician reported that clogging occurred from the beginning and a priming test did not pass during calibration. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found that would contribute to the reported event. The sample was tested on a calibrated console and a infusion error occurred indicating. Analysis and inspection of the straight through connector on the infusion cannula assembly confirmed occlusion. The infusion flow path is inhibited by flash material at the straight through connector which is a molded component by our supplier manufacturer. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming of the device prior to surgery. While the failure mode is related to a molding process error that occurred during the supplier¿s process of the straight-through connector on the infusion tubing, the root cause investigation for this failure mode is in-progress by the supplier manufacturer. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. When the supplier investigation has determined root cause, actions to address root cause will be planned and completed. The supplier has been made aware of the issue and customer event data shared with the supplier manufacturer. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).